Manufacturer narrative:
B3: exact date unknown, event occurred in december 2023.

Event description:
It was reported that the ipg would no longer charge. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively and the explanted ipg will not be returned.